Manufacturer narrative:
The DHR was reviewed for lot d161671 and it was noticed that this lot had 800 pieces that were manufactured from 06/16/16 to 06/18/16. No defects related to the non conformance were reported during quality inspection. At the time of this report, no sample had been provided. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
The end user is reporting: sterile probe cover used to cover unsterile probe during surgery. Post procedure when probe cover removed there was blood on the probe. On inspection blood seeped through seams and micro hole in cover. No visible hole present. The same thing happened in june. All probe covers of that lot number are pulled from service.